Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery on the right eye, the ophthalmic system exhibited poor aspiration and irrigation in sculpt mode. The patient experienced a corneal burn, which, in the surgeon¿s opinion, was possibly due to system malfunction and patient movement. The handpiece and all tubing were replaced prior to continuing the procedure. The wound required sutures, was hydrated, and found to be watertight with appropriate intraocular pressure. The current status of the patient is unknown.

Manufacturer narrative:
Additional information provided in sections d9, h3, h6, and h11. Upon further review, the FDA patient event code "e2401 - insufficient information¿ and ¿f24 - insufficient information" has been retracted from the file, as this event does not pertain to the reported event. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).